Event description:
The customer reported error e226 and image noise occurred during an unspecified therapeutic procedure involving an olympus autoclavable camera head. The procedure was completed using the same device. There was no patient injury reported.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.